Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called reporting an "infusion occlusion alert". The user explained that during a shower the night before, he disconnected incorrectly by pulling the luer connector from the cartridge instead of detaching at the insertion site, as he did not want to disturb the adhesive. The agent advised proper disconnection at the site to prevent future issues and suggested using a product like skin-tac after showering to improve adhesion. The user, who uses a steel infusion set, chose to replace only the tubing, luer connector, and cartridge until he could return home to replace the full set. The user's blood glucose (bg) was 330 mg/dl for about three hours, but he felt fine and proceeded with the supply change, allowing the pump to bring him back into range.